Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was being prepared, the stent detached from the bladder end. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'good.'

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was being prepared, the stent detached from the bladder end. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'good.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the bladder pigtail was detached from the stent shaft. Additionally, the suture was broken. The device was likely damaged from being handled improperly during unpacking or preparation. Therefore, handling damage contributed to this event.